Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank display making further testing and evaluation of the original complaint impossible. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.